Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in situ testing showed that the device has malfunctioned and that the pt's hearing deteriorated to an extent, which left the pt outside of device indication criteria. Therefore, the clinic is considering re-implantation with a cochlear implant.